Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that during the trial only 1 wire worked for the patient when they left the hospital and they wore it 6 days. When the wire was taken out it ¿poured like crazy.¿ additional information received reported that the manufacturer representative assumed that the patient¿s trial lead moved if they di dn¿t feel stimulation on that side during the trial. The action taken to resolve the event was that the patient swapped to the other side during the trial. It was noted that the patient had positive test results and was implanted. The patient was receiving effective therapy.